Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the ventricular lead exhibited high impedance and the physician had difficulty inserting the stylet inside the lead. The lead was not implanted. No patient symptoms were reported.